Event description:
The pt had two refills since implant; both times they aspirated the entire residual volume of 40 cc. A rotor study was done (B) (6) 2010 and was successful; the roller arms moved 60 degrees. A dye study was done (date not reported) and showed no issues; however, later the caller indicated that she was unable to aspirate. There were no alarms and the logs looked fine. The pt had no relief of symptoms. They planned to consult with the physician to determine their next steps. The device system was used to deliver dilaudid (4 mg/ml at 3 mg/day). Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).